Event description:
It was reported that a pump screen was cracked, rendering the touchscreen non-functional and unreadable. The customer¿s blood glucose level was recorded as 140 mg/dl, which is within normal range. The pump was set to be returned for further examination, and a replacement pump was provided.